Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted the reload had a full complement of staples, and the lock ring was broken. Pmv functional testing could not be done due to the state of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload lock ring may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a bypass of gastroenterostomy procedure. Tried to connect the reload to the manual stapling handle, however, could not. Replaced by a new manual stapling handle, however, the same event occurred. The event occurred during the procedure but the product was not used on the patient. Replaced by a new reload and the loading and firing were completed with no problem. There was no patient harm. The status of the patient is no problem.